Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances leading to the heavy jolt, pain, breathing problems, and paralyzed diaphragm was a long trip in the car and the patient turned the stimulation up and forgot about it. Three days later, the patient couldn't breathe. The steps taken were that the patient has been on muscle relaxers. They are still having problems, but they are getting better. The issue has not been resolved at this time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #jolt: evaluation determined that investigation is needed because it was reported that the patient felt a heavy jolt when putting his head back. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. The reported adverse event(s) of paralyzed diaphragm are not likely related to the alleged device failure. The device or therapy would not be expected to cause or contribute to a paralyzed diaphragm. An assessment of the source information indicates a potential relationship between the reported adverse event(s) of pain, jolt, back killing him and couldn't walk at a good pace and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not needed because the issue identified in this event is a known inherent risk as disclosed in product labeling, and additional investigation is not needed. Supporting event information used to determine the issue was a known event includes the report of the heavy jolt. Paralyzed diaphragm: evaluation determined that there was no allegation of a device failure, but investigation is needed because the event was determined to be potentially reportable to a regulatory body. The source information indicates a potential relationship between the adverse event(s) reported and the device therapy. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined. The root cause of the paralyzed diaphragm remains unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that he was (B)(6) and was going to the gym 4 days a week lifting weight for 2 hours a day and getting good workouts. The patient reported that on about the week of (B)(6) 2017 he drove 600 miles and when he got out of the car his back was killing him. The patient reported that his back hurt more than normal so he increased stimulation from 3.5 to 7. The patient reported that he went into the house and left stimulation at that level for 3 days. The patient reported that stimulation was not uncomfortable and the sensation was fine. The patient reported that if he would put his head back he would get a really heavy jolt but other than that the stimulation sensation was fine. The patient reported that on monday, following the (B)(6) weekend he started having a breaking problem and his shoulder muscles felt like they were torn and back. The patient reported that he then remembered he had turned his stimulation up. The patient reported that he turned his stimulation off and the pain didn¿t stop. The patient reported that the pain was still with him now. The patient reported that his stomach muscles stayed tight for about 3 months and he was just starting to breathe where his stomach muscles were looser. The patient reported that he hadn¿t been able to go to the gym since this happened. The patient also reported that one of his healthcare providers (hcp) said he may have a paralyzed diaphragm. The patient reported that he couldn¿t even walk at a good pace without using one of the inhalers. The patient reported that these issues happened over night. No further complications were reported.